Manufacturer narrative:
Device has not been returned to sorin group (B)(4). Sorin group manufactures the s5 roller pump. The incident occurred in stoke-on-trent, (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that the s5 roller pump alarmed and displayed an error message while attempting to deliver cardioplegia during a procedure. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the s5 roller pump alarmed and displayed an error message while attempting to deliver cardioplegia during a procedure. There was no report of patient injury.

Manufacturer narrative:
This is a follow up to the initial MDR submitted. A livanova field service representative was dispatched to the reported event and could not confirm the complaint. The representative ran all functional tests which resulted in ok status. The complaint could not be confirmed. Corrections were made to manufacturer name, city and state, MFR site to reflect the change to the manufacturers name and contact information.